Event description:
It is reported that the device was implanted in 2007. A post-op x-ray revealed that there appeared to be a disassociation between the glenosphere and baseplate. The patient had good motion and no pain before or during the visit. The device was revised in 2007, where the glenosphere and poly were removed and replaced.

Manufacturer narrative:
Evaluation summary: glenosphere disassociation from baseplate may be caused by soft tissue or bone trapped around baseplate taper during glenosphere insertion, insufficient bone clearance around baseplate, interference with retractors. Straight-on exposure of glenoid is necessary for both proper reaming and component insertion. Use of base plate reamer 2 (40mm) is needed to remove bone around baseplate to avoid impingement with glenosphere. Evaluation codes: glenosphere and liner returned for review. Glenosphere exhibits slight damage to rim of taper. Taper meets dimensional specification. Liner exhibits wear and deformation to articulating surface. Device history records for glenosphere indicate device manufactured to specification.